Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03943. It was reported the patient experienced ineffective stimulation. Reportedly, diagnostic testing of the two leads confirmed one lead (model 3186) with high impedance readings on all contacts . As a result, surgical intervention was undertaken on (B)(6) 2016 during which time both leads were explanted and replaced with new models. Subsequently, it was observed the lead with high impedance readings was fractured. Effective stimulation was established postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03943.